Manufacturer narrative:
(B)(4): the "ok" key responds intermittently and requires excessive force to activate. The keypad is fully intact, with no peeling or damage observed. The keypad was removed to investigate and there was visible contamination under the key contacts. Unrelated to this complaint, the pump booted with pinkish contrast faded display screen. The pump cover was removed to replace screen and pump booted to normal contrast with replacement screen.

Event description:
On (B)(6) 2012, the reporter called animas alleging that ok button is intermittently sticking/staying depressed. Reporter alleges when priming the button stays down and pushes all the insulin out. Reporter also alleges that it takes several attempts to program pump correctly. The pump is worn in a pocket. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.